Event description:
It was reported that this pacemaker triggered a lead safety switch due to high out-of-range right ventricular (rv) lead pace impedance measurements. Subsequently, the existing system was reprogrammed to vvi 30 and remains implanted. A new system of a different model, was also implanted. This is contraindicated per labeling. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch due to high out-of-range right ventricular (rv) lead pace impedance measurements. Subsequently, the existing system was reprogrammed to vvi 30 and remains implanted. A new system of a different model, was also implanted. This is contraindicated per labeling. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.